Event description:
It was reported that the meter would not power on. When the patient removed the code key it appeared to be burned/blackened. No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.